Manufacturer narrative:
The insulin pump received with critical pump error and broken force sensor was present in the format history file due to corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. Unable to verify insulin pump error alarms due to critical pump error. Device received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and moisture damage on motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. Customer's blood glucose was 92mg/dl at the time of incident. Troubleshooting found that the pump displayed a red x on the screen and customer indicated that the pump alarmed during nomal use. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.